Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a review of the pump¿s bolus history showed 0.00 units of a 1.55 unit bolus was delivered on (B)(6) 2014 followed by a 0.85 unit bolus. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No evidence of hypersensitive keypad buttons was observed. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. No battery or cartridge caps were returned with the pump. Test caps were used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the patient was using advanced bolus features and the pump was not recording all boluses correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.